Event description:
It was reported that an ilet user experienced repeated restart and rewind malfunctions during a supply change, receiving an ¿unable to proceed¿ message and a consecutive stalled motor alert, and a replacement device was arranged; the user¿s blood glucose was 280 mg/dl and they were not using the pump during a recent non¿pump-related hospital stay. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact reported. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with a mechanical problem identified and potential manufacturing deficiency considered. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.